Event description:
The customer reported communication error was displayed. The field engineer reported the communication error resulted in a system lock up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The gib, ffb, hvsr and system interface boards were reseated. The system was tested and found to be working as intended and put back into service.